Event description:
The user reported difficulty in passing catheters through bolt. Bolt and catheters were removed and replaced. The same incident occurred with the replacement kit. The treating physician was very frustrated. The nursing staff was not confident in the pbo2 numbers. The device was discontinued two days post insertion. The kit consists of im3 lot number 060803, cc1.sb lot number 080903 and c8.b lot number 290903.